Event description:
It was reported that there was no patient involved in the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: motor disconnected: m2 alarm and conductor breakdown within the motor cable. The motor was connected to a test console, flow probe, monitor, and mock loop. The motor speed was increased to 5500 rpm with a flow of ~4.4 lpm. The motor cable was manipulated near the motor end bend relief, which would cause a ¿motor disconnected: m2¿ alarm to activate. The motor speed would drop to 0 rpm with 0 lpm for flow. Upon pressing the silence alarm button, the m2 alarm would be muted, but also be cleared. The speed and flow would remain at 0 until the motor speed was increased again. This sequence of events was repeatable several times. The motor cable underwent a resistance test, and successfully passed. An insulation test was performed, and a break in the insulation was found on the a1+/a1- line when measured against both the emc and agnd. This was present when the motor cable was manipulated near the motor end bend relief, the middle of the cable, and the motor connector end. The reported event of a s3 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6) ) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation console (serial #: (B)(6) ) for review. A review of the downloaded log file showed events spanning approximately 5 days ((B)(6) 2020, (B)(6) 2021 per time stamp). On (B)(6) 2021, following the start up of the console, a tech: flow error, can bus send error activated at 08:42:10. This triggered a ¿system alert: s3¿ alarm. The console was power cycled and this sequence of events recurred at 08:43:10 and again at 08:44:39. There were no other notable alarms active in the log file. The centrimag motor was functionally tested and the reported event of a s3 alarm was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6) ) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including s3 and m2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR#: 3003306248-2021-01094. It was reported that the centrimag console displayed a system alert s3. The motor and console were returned for evaluation and repair.